Manufacturer narrative:
(B)(4).

Event description:
The field service representative (fsr) reported that during the notice of field correction (nfc) of the device, the batteries were completely dead on the perfusion system. In january, 2016 the fsr did preventive maintenance (pm) on this system-1 and installed new batteries. It has been in a classroom adjacent to post anesthesia care unit (pacu) since the install and was discovered plugged in but not turned on. Consequently, the batteries were completely dead. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) left the system charging for 24 hours and returned the next day to discover the batteries were fully charged. The fsr did not have to replace the batteries. Release testing completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.